Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events : 2 events were reported for this quarter . Product return status : 2 devices were received for evaluation. Evaluation status : 2 device evaluations are in progress. Additional information : there were no remedial actions taken on this device. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device was shedding metal debris; 1 event had no patient involvement; no patient impact; 1 event had no information received.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device was shedding metal debris. 1 event had no patient involvement; no patient impact. 1 event had no information received.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 2 total events were initially reported. 2 previously reported events are included in this follow-up record. Product return status 2 devices were received.   Evaluation status not confirmed 2 reported events were not confirmed during testing.   Additional information 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.